Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 diopter -4.5/+3.0/x172 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, excessive vault and reduction of irido-corneal angles (ica) was reported. A lens exchange is planned.

Manufacturer narrative:
Updated information: the lens has been explanted; problem is resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the haptic deformed. Dimensional inspection found the lens to be within specifications. (B)(4)